Event description:
The customer questioned a non-reproducible false positive tbhcg of 15.8miu/ml on one patient result involving the unicel dxl800 access immunoassay system. The customer has an automatic reflex condition set in the dxi user interface to repeat "borderline" results. The repeat result was negative (0.6miu/ml). The sample was then assayed for the third time within a two (2) hour timeframe and generated negative result (1.1miu/ml). The sample was run on their alternate dxi instrument and a negative result was obtained (0.7miu/ml). Please see the attachment for patient data results. The customer issued a corrective report with the result of 0.6miu/ml. The customer is unaware of any change to or impact on patient care as a result of this event. The customer stated that sample quality was not identified as an issue during testing and noted no issues with the quality control (qc) prior or post generation of these results. The customer had not repeated other patient samples and stated that their other reflex tests are matching. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse verified the instrument and assay performance with no significant findings. In conclusion, the cause of the event cannot be determined with the information available. There is no indication that access total bhcg reagent was returned for evaluation.